Event description:
It was reported that during an unknown procedure, the cartridge of the stapler broke. The incident occurred with the second cartridge. The surgeon kept the same stapler until the end of the procedure; only the reload has been changed. A small piece fell out and was found at the surgical field. There were no adverse consequences for the patient. Damaged cartridge.

Manufacturer narrative:
(B)(4). The analysis results found that the ntlc75 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired, with the swing tab and both gripping surfaces broken. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to become broken, it is possible that the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.